Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a left-sided accessory pathway ablation procedure, a cardiac perforation was noted. Following ablation, the patient became hypotensive and an echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed which stabilized the patient. There was no performance issue with any sjm device.